Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'upstream occlusion' messages, however true and false alarms cannot be distinguished through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.